Event description:
The customer originally returned his olympus high-definition lcd monitor due to the protective panel having a scratch present. There was no patient harm reported as result of this event. During the device evaluation it was discovered that the unit was not producing an image at all. This report is being submitted to capture the lack of image produced during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The monitor screen was flawed. Additionally, as noted in b5, the unit was not producing an image at all due to damaged terminals. There was also an lcd screw that had fallen out. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "no image" occurred due to a faulty quantum board. Olympus will continue to monitor field performance for this device.